Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing via review of remote transmission. The patient presented to the clinic and programming changes were made. The patient was stable.